Manufacturer narrative:
The actual complaint product was not returned for evaluation. The actual complaint product was not returned for evaluation. The device history record for lot number, ab8253u06, was reviewed and the product was produced according to product specifications. All information reasonably known as of 22-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4) the device was not returned.

Event description:
It was reported that the system would not rotate for catheter alignment and then a whistling noise was heard. A leak of 15l was discovered while the patient was on the respirator. There was no patient injury reported. No further information was provided.